Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional info has been requested, and will be submitted within 30 days upon receipt.

Event description:
The report received during a renal arteriogram, the physician noted that the previously placed stent was completely fractured, resulting in it basically looking at two stents.